Manufacturer narrative:
Physician's office confirmed the patient has a confirmatory diagnosis of pelvic inflammatory disease. Follow-up information was received on (B)(6) 2014. She was not pregnant. She had essure placed in (B)(6) 2014 or (B)(6) 2014 and has not had a hsg (hysterosalpingogram) due to pid (interpreted as pelvic inflammatory disease) she got after the essure placement. The doctor was questioning if hsg should be done now or prophylax her. She has been hospitalized with IV antibiotics (date or details unknown to reporter at that time). Essure was not removed. No further information was provided. Follow up information received on (B)(6)2014 and (B)(6)2014: patient presented pid approximately 10 days after essure insertion and required over 48 hours of IV antibiotics. Physician was asked if patient developed to a (tubo-ovarian abscess) and she thought maybe she did, but could not remember. Patient had recovered, but has not yet had her hsg (hysterosalpingogram). No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding and sepsis with systemic inflammatory response syndrome secondary to pid. The patient also developed a possible toa (tubo-ovarian abscess). All events were considered serious. Bleeding and possible toa as medically significant and the remaining due to hospitalization. The events bleeding and pid (pelvic inflammatory disease) are listed according to the reference safety information for essure; while sepsis and possible toa are unlisted. Sepsis is an unusual complication of pelvic inflammatory disease, when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries or following an unrecognized bladder or bowel injury occurred in association with the essure insertion procedure. Essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, its placement can cause infection due to a bacterial contamination during insertion. In this particular case, the patient started presenting sepsis symptoms approximately 10 days after essure insertion, although the exact etiology of the sepsis was unknown until the time of the reporting (pid was later confirmed) given the positive temporal relationship and the patient hospitalization; sepsis and pid were considered as related to essure therapy. A causal relationship between the events bleeding and possible toa with suspect insert cannot be excluded. This case was regarded as incident since the patient was hospitalized. Non-serious events were reported. A product technical complaint analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.

Event description:
Patient was admitted inpatient on (B)(6) 2014. Patient was admitted for hypokalemia, leukocytosis, mild thrombocytopenia, constipation, abdominal and flank pain, nausea, vomiting, and sepsis with systemic inflammatory response syndrome secondary to pid versus pyelonephritis. She was given IV antibiotic treatment. She underwent adrenal ultrasound, more labs and watched her in the hospital. The reported did not know the outcome of the events, discharge date, not sure how many days patient was at the hospital.